Manufacturer narrative:
This report is submitted on june 21, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to performance decrement. The patient was re-implanted with a new cochlear device within the same surgery.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-01738. This report is submitted on september 04, 2023.